Event description:
During the routine f/u of this device performed on (B)(6) 2009, a warning message, indicating a reset occurred, was displayed to the user.

Manufacturer narrative:
Dec 14, 2009. This event concerns a device that was mfg and used outside the u.s. The device model involved in this MDR is not approved in the u.s.; however, it is similar to paradym crt models approved under (B)(4). The analysis is pending.